Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the hospital, undersensing removed the patient back to sinus. Loss of capture was observed. External defibrillation was used to retrieve the patient out of vt. A programming change to the setting was made. The patient has also had lots of different medications. Lvad placement was completed. The patient will continue to be monitored.